Manufacturer narrative:
Other relevant device(s) are product ID 3057 lot# serial# unknown,product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency it was reported that the patient was going to have the leads removed as they feel that the stimulation is not in the correct spot. No further complications were noted or anticipated.